Manufacturer narrative:
Zimmer biomet (B)(4).

Event description:
It was reported that while placing the abutment, it fractured at the screw portion. The screw could not be entirely removed from the implant, procedure was delayed by 30 minutes.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H6: evaluation codes. H10: additional narrative. One osseotite® tapered certain® implant 3.25 x 13mm (int3213) was returned for investigation. Visual inspection of the as returned product identified signs of damage about the external threads. The internal drive feature is noted to contain a fractured threaded piece in the drive feature, which is noted to be the ilpc342u low profile abutment. This piece could not be disengaged from the drive feature. No pre-existing conditions were noted on the per. The reported product was located on tooth # 32 (fdi) and used for an unknown period of time. The reported event could not be recreated due to the nature of the dental device and event (fracture). Review of appropriate documentation: documents reviewed: zbinstsm rev. B 12/19; torque matrix - internal connection; page 8-9. DHR review was completed for the subject lot number 2018031646. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2018031646) for similar event and no other complaint was identified. January post market trending was reviewed and there were no actionable events or corrective actions for the reported event (component fracture) or product (int3213 & ilpc342u). Therefore, based on the available information, device malfunction has occurred. The returned implant could not disengage from the fractured piece. The reported event was confirmed.

Event description:
No further event information is available at the time of this report.